Manufacturer narrative:
(B)(4): the customer reported the device fails the defib segment of user initiated operational check. This condition presented during user initiated testing. There was no report of pt involvement. Philips evaluated this device and confirmed this malfunction. The cause of the malfunction was determined to have been the therapy pca. Philips replaced the therapy pca to resolve this malfunction.

Event description:
The customer reported the device fails the defib segment of user initiated operational check. This condition presented during user initiated testing. There was no report of pt involvement.